Event description:
This report is to advise of an event observed during analysis

Manufacturer narrative:
The lead was returned with no reported event. A partial lead was returned in one piece. Visual inspection found external insulation abrasion breaching the non functional cable lumen with intact ethylene tetrafluoroethylene (etfe) cable coating at the distal region of the lead. The cause of external insulation abrasion is consistent with friction to another device or feature of the heart.

Manufacturer narrative:
Correction: section b3 : event date should have been (B)(6) 2022.